Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on completion of the implant procedure the implantable cardiac monitor (icm) was noted to be "lying in the bed underneath the patient". The device was replaced. No patient complications have been reported as a result of this event.